Manufacturer narrative:
(B)(4). The actual device was returned for evaluation with the cannula cap detached from the cannula tabs and missing. No more damages were noted during visual examination. The device was functionally examined and worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device detached and fell into the patient. The white tip was retrieved from the patient. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.